Manufacturer narrative:
The event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient went into ventricular fibrillation (vf) in 2020 with an internal cardioverter defibrillator (ICD) upgrade.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's report regarding the patient's death: MFR # 2916596-2022-01341.

Event description:
Additional information: it was reported that the patient went into ventricular fibrillation (vf) in 2020 with an internal cardioverter defibrillator (ICD) upgrade. The patient initially presented to the emergency department (ed) on (B)(6) 2020 after experiencing an ICD chock. Upon arrival, the patient was found to be in vf and underwent multiple ICD shocks without conversion. No other symptoms were noted. Normal sinus rhythm (nsr) conversion was achieved with sedation and external defibrillation after the patient was loaded with amiodaron and lidocaine. Immediately after conversion, the patient went into cardiogenic shock, likely from stunned myocardium. A dobutamine infusion was required until it was able to be weaned off on (B)(6) 2020. The patient was also given 2 grams of magnesium. Electrophysiology (ep) was consulted and the ICD upgrade was performed. The patient remained in nsr with amiodarone which was switched to oral intake on (B)(6) 2020. The load was completed on (B)(6) 2020 and the arrhythmia had resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.